Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the jugular introducer and filter are returned. The grasping hook moves freely forward when pushing the release button. The grasping hook appears normal compared to a test grasping hook. The filter hook appears normal as well. No difficulty in securing the filter to the grasping hook nor to release the filter from the grasping hook. According to the complaint report, the physician felt a strangeness when re-attaching the filter to the grasping hook. However, nothing in the investigation of the returned device indicated any difficulty/strangeness when filter was loaded to the grasping hook. The most plausable explanation for this event is the narrow landing space for the filter placement. Nothing indicates a device failure nor that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the complaint device was used for ivc filter placement by left jugular vein. There were blood clots approximately 5 cm below the renal vein of the patient. Another manufacturer's filter had been placed in the patient till this day and was to be replaced with the complaint gunther filter by this procedure. After the new house protect was retrieved from the patient, the physician advanced the delivery system of the complaint device and attempted to deploy the filter. However, the filter could not be detached from the delivery hook though he manipulated it as labeled. Cook sales rep advised the physician that he might have applied too much back tension when deploying, but it could not be detached even after the back tension was corrected. Therefore, the rep asked the physician to retrieve the delivery system and check it outside the body, and he agreed with this opinion. The sheath system was advanced over the filter and then, retrieval of the delivery system out of the body was tried, but during that attempt, the filter disconnected from the delivery hook all of a sudden in the sheath system. Therefore, the whole system was retrieved out of the body simultaneously so as not to make the situation worse. As the approach from left jugular vein became impossible due to this, approach from right jugular vein was tried with a new gunther filter, which could be placed successfully. Patient outcome: no adverse effects to the patient.